Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead was returned in three segments - the terminal segment, a stretched tip segment with insulation over a small portion of the lead and the mid-body segment that consisted of insulation only. Set screw marks were noted on the terminal pin and ring. A portion of a stylet was returned inserted into the lead tip segment for which stretched conductor coils were noted. Blood and body fluid contamination was also observed in the lumens of the returned lead segments. The lead conductor coils passed continuity testing for both segments. Pressure, stylet insertion and helix function testing could not be performed due to the observed damage. Insulation abrasion was noted through to the anode conductor coils 55-60 mm from the terminal pin on 2 sides of the lead. The abrasions were noted to be long, smooth and spiraling around the lead. Based on the type of damage observed it was concluded that the insulation abrasion was likely the result of lead-on-lead contact coupled with movement.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and pace/sense right ventricular (rv) lead exhibited noise and oversensing at routine follow up. There was no evidence of inappropriate therapy or asystole as the patient is not pacemaker dependent. A revision procedure was planned, at which time prior to beginning the procedure telemetry could not be established with the device despite use of two different programmers and no tones were heard upon magnet application. The device was subsequently explanted, at which time insulation damage was noted proximal to the terminal pin of the rv lead. The lead was then reported severed and all portions explanted. The procedure was completed upon implant of a new system. No additional adverse patient effects were reported.